Event description:
It was reported that approximately one month post promus stent implant in an unspecified vessel, the patient developed watery eyes and sneezing. The patient claims to have a nickel allergy. Treatment, if any, has not been reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Hypersensitivity/allergic reaction is a known adverse event as listed in the promus instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Reportedly, the patient claims to have a nickel allergy. It should be noted that the promus IFU states: the promus stent is contraindicated for use in patients with hypersensitivity or contraindication to everolimus or structurally-related compounds, cobalt, chromium, nickel, tungsten, acrylic, and fluoropolymers.